Event description:
It was reported that the graft was implanted during a peripheral vascular replacement procedure. The device was cut to size using surgical scissors. The procedure was performed using a round shaped needle with 5-0 monofilament suture, crownjun. During final anastomosis, the device ripped. The physician exchanged the device for model #493086, exxcel soft, and completed the surgery without a problem. It was reported that other than a short surgical delay, there was no health damage to the patient.

Manufacturer narrative:
Being investigated. The device history records for the batch were reviewed. Results: all manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch.